Event description:
The customer that an erroneously elevated accutni (troponin) result above the ami (acute myocardial infarction) cutoff for one pt was generated by the unicel dxc 600i synchron access clinical system. The initial sample was tested prior to the recommended 30 minute clotting time. The result was not reported out of the laboratory. The initial sample was retested; the customer notes that sample appeared lipemic, however, no fibrin was observed. The customer retested the sample and obtained a result within expectations. There are no reports of any adverse pt consequence or change to the pts' treatment. There are no indications of any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
The field service engineer (fse) visited the site and examined the system. Diagnostic tests were conducted; the results were within specification. The fse noted that the customer does not allow sufficient / recommended sample clotting time prior to sample test. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.